Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the device "slip" was that the patient had experienced a gain in weight causing the generator to protrude and tilt forward from the original position. The patient had experienced difficulties recharging and utilizing the device. The device had moved from an upright position to more of a tilting position slightly above the patient's pelvis and below the abdomen. It was unclear if the information reported was reported regarding the patient's ongoing issue (refer to manufacturer report# 3004209178-2013-03359) or the device slip that resulted in a revision in (B)(6) 2012 as previously reported under this report.

Event description:
It was reported, the device came out of the pocket. It was originally in the patient's left butt cheek but it had "slipped" and was difficult to charge. As a result the patient had a revision in (B)(6) 2012, where the device was moved to the "front where appendix scar was." It was reported to have worked very well afterward. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead; product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead; product ID, 37752 lot# serial# (B)(4), product type recharger; product ID, 37092 lot# 242140001, implanted: 2010 (B)(6), product type accessory; product ID, 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension; product ID, 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).

Event description:
Additional information reported the device had flipped.